Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that "patient received a stryker hip in 2006 because she had fallen and broken her hip. Pt is experiencing severe pain. Has been experiencing pain from the beginning. Patient loses balance, left leg is so much shorter than her right leg. Her dr. Was not finding any problem however, last monday she had xrays and she was told that the hip implant is loose."